Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump did not deliver insulin or give any alarms. The alarm history could not be checked due to the insulin pump not having a battery. Unable to conduct the high pressure test as there was no tubing clamp. Nothing further was reported.